Manufacturer narrative:
(B)(4). The customer, a biomedical engineer, advised physio-control that he had tested the device and was unable to duplicate the reported issue. He requested that the device be sent to physio for further examination. Physio-control evaluated the device but was unable to duplicate the reported issue. Physio noted that the therapy cable assembly used with the device during the patient event was not returned for evaluation. Physio contacted the biomedical engineer and recommended as a precaution that he locate, and replace, the therapy cable assembly. After observing proper device operation through functional and performance testing the device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that while attempting a synchronized cardioversion procedure on a patient that the device would not detect the therapy cable assembly. A backup device with a different therapy cable assembly was available with minimal delay and the end users were able to continue their procedure using the original defibrillation electrodes. No additional details about the patient, or the event, were provided. There were no adverse effects to the patient as a result of the reported issue.